Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4).

Event description:
The reporter indicated that, a cq2015a intraocular lens, diopter +21.5 was damaged during injection. There was no patient contact with the lens. Reportedly, the surgeon "clipped [the] haptic when injected but did not touch the patient". This occurred on (B)(6) 2019. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
The lens was returned in liquid, in the lens vial. Visual inspection found that the haptic was detached from the lens. Claim#: (B)(4).